Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
No correction to statement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.